Event description:
Caller reported blood glucose results of "340's" mg/dl on advantage system 1, 127 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
(B)(6).